Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report number is related to this report: 1221359-2022-00801.

Event description:
The consumer reported two false positive results with the binaxnow¿ covid-19 antigen self test. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test 1 of 2.